Event description:
Consumer stated on (B)(6) 2022 that product took off her husband skin. Consumer returned customer information request (cir) on (B)(6) 2022. Consumer informed that product was used to cover a scratch caused by the consumer dog. Consumer stated that product tore off layers of his skin, leading to bleeding, infection and pain. Consumer stated that he required medical treatment. Consumer stated that the symptoms did not correct after stopping using the product. Treatment is ongoing since the injury and area has not healed as of yet. In addition, consumer confirmed that the issue was with the tape area.

Manufacturer narrative:
As of 12/28/2022, aso submitted unused returned product for testing with no defects or observations. Aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. In addition, complaint database was reviewed and no negative trend has been identified for the associated product. Refer to relevant tests/laboratory data of this report for further details.